Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for complex regional pain syndrome type ii and spinal pain. The hcp reported that the patient¿s implantable neurostimulator (ins) has been off for a year, and they don¿t believe the patient has been charging it. The hcp stated that the patient stopped using the ins because they would get shocked when they turned it on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-05-03 crts (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient implanted for complex regional pain syndrome type ii and spinal pain. The hcp reported that the patient¿s implantable neurostimulator (ins) has been off for a year, and they don¿t believe the patient has been charging it. The hcp stated that the patient stopped using the ins because they would get shocked when they turned it on. No further complications were reported or anticipated. 2019-07-30 crts (B)(4)/update (rep): additional information received from the manufacturing representative (rep) indicated that the patient hasn¿t used their ins in over a year. They mentioned that they have completed 2 physician mode reset¿s (pmr) and are on the 3rd. The rep stated that the patient needs an MRI and inquired about compatibility if the ins does not come out of overdischarge. Technical services reviewed guidelines. No further complications were reported or anticipated.